Manufacturer narrative:
One certain titanium hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. Returned device was examined visually by the naked eye and through magnification. Visual inspection has confirmed the reported event. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device lot # was not provided/unknown. Company representative reported the complaint on behalf of dentist.

Event description:
It was reported that abutment screw fractured. The screw broke when the dentist was working on the treatment for patient. The dentist was able to remove the fractured screw. Tooth location 29.